Event description:
Report from attorney indicates that pt underwent knee surgery on above date. A device allegedly made by the reporter was used during the surgery. Complainant alleges that the temperature of the device was of a degree that when placed across the pt's legs it caused third degree burns across both of her lower legs.